Event description:
J wire tip would not straighten out properly. A new one was opened and used to complete the case. There was no patient contact. Staff pulled unopened stock from shelf matching the same lot #. These will be returned on the same rga/tracking #.